Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed damage to the rear case/backflex assembly and the shielding for the input/output printed circuit board (I/o pcb). The cause was determined to be a component of the backflex assembly which lifted off from the flex and overheated. A possible bad wireless battery module was also determined to be a cause. A review of the event history log found multiple battery alert messages and one battery depleted message which confirmed the indication of the wireless battery module failing. The I/o pcb shielding and rear case were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device was found to have heat damage. There was no patient involvement.